Event description:
Reportedly, during a routine follow-up on (B)(6) 2016, several noise episodes and unstable impedance were observed. The physician asks for an urgent analysis.

Manufacturer narrative:
It was reported that the subject lead was explanted on (B)(6) 2016 and will be returned for analysis.

Event description:
Reportedly, during a routine follow-up on (B)(6) 2016, several noise episodes and unstable impedance were observed. The physician asks for an urgent analysis.

Manufacturer narrative:
Preliminary analysis of the returned lead confirmed an insulation breach under the svc electrode that could explain the reported electrical issues.

Event description:
Reportedly, during a routine follow-up on (B)(6) 2016, several noise episodes and unstable impedance were observed. The physician asks for an urgent analysis.

Event description:
Reportedly, during a routine follow-up on (B)(6) 2016, several noise episodes and unstable impedance were observed. The physician asks for an urgent analysis.